Event description:
It was reported that there was a revision of the accolade ii stem and primary head due to periprosthetic fracture.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown accolade ii stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital policy.